Event description:
Caller reported damage to the pump housing near the usb port, which affected the ability to charge the pump, though it did not cause the pump to shut down. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump since it was still under warranty, and instructed the caller on placing the device into storage mode before returning it. The caller understood and acknowledged the instructions and will continue using the current pump temporarily while waiting for the replacement.